Event description:
It was reported that the instrument ripped during the procedure after a trocar was introducted thru the iris valve. No patient consequences. Case completed with another device of the same product code.